Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The personality module surgeon console (pmsc) board was analyzed. The pmsc unit was installed into the test system where the failure analysis tech ran video test, 1 minute sine cycle, 10 power cycles and let it sit idle for 1 hour. The reported issue could not be replicated. The complaint was not confirmed by the failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, surgeon side console (ssc) 1 had a loss of left eye video. The surgeon had switched over to the secondary console to continue the case as planned. The technical service engineer (tse) recommended performing a hard power cycle on ssc 1 and reseating the fiber cable on the back of the cart, along with all the cables on the back of the vision side cart (vsc) core. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed multiple power cycles and multiple test drives with the customer provided 30-degree endoscope and was not able to reproduce the reported issue. The fse removed and replaced the surgeon console 1's personality module surgeon console (pmsc) board to prevent further issues. The system was tested and verified as ready for use. Isi requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.